Event description:
The night staff reported that bed head lowered itself with no body in attendance, and the pt would not have been able to carry out this function by themselves due to their condition. The bed is at present in the ebme workshop under investigation although appears to be working normally at present. We will keep the bed in the workshop under observation with a loan bed in place. The bed head controls had already been disconnected as agreed previously. Fortunately the pt was not affected by the incident.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh, inc on behalf of the MFR arjohuntleigh (B)(4). Additional info will be provided following the conclusion of the MFR's investigation.